Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleged delivery inaccurate. Reported unexpected high blood glucose level which didn't decrease after bolus injection. Glucose level increased to 20 mmol/l. No adverse event alleged. The pump can not be sent for investigation due to custom and legal issues in russia.